Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "link switch error (low)" was unable to be reproduced. A review of the event history log revealed "system error 322 - link switch error (low)" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined as the device passed testing. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.